Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports he was told to update his apps. Caller reports his apps has been updated. Caller reports he is currently in or now with a different vanta. Caller reports he is seeing validation error message and has exit out the screen. Suggest to re-interrogate the vanta. Caller reports he is no longer seeing the validation error message, caller reportshe is seeing his normal screen. Caller reports he was having a hard time connecting the communicator to patient's implant. Caller reports he was able to connect while on call with agent. Caller reports he will respond to the email.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.